Event description:
The customer reported the ventilator alarmed and the monitor screen went blank while in use on a patient. The customer reported there was no patient harm. During evaluation, the manufacturer's service technician reported the ventilator would not proceed into power on self testing or diagnostics. The service technician replaced the vga pcb to correct the finding. Applicable final testing was completed and tests passed per operating specifications. Analysis of the vga pcb revealed a component short that may result in the unit shutting down during normal ventilation mode operation.